Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned and no lot number was provided, the root cause for the dull knife experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Event description:
A surgeon reported having a "young" pt, with whom she experienced a dull knife. At the end of the procedure, after removing the viscoelastic, two sutures were placed because the anterior chamber went flat. As a result, the pt experienced rather heavy astigmatism postoperatively. One day after surgery, the pt had a good, deep anterior chamber without leaking. The doctor was unable to tell whether the event was only due to the knife. Additional info was received from the surgeon indicating the pt had severe astigmatism because of the two sutures. The sutures also reportedly caused some irritation to the pt. The surgeon removed the sutures, during week 20, and measured the astigmatism. Following the removal of the sutures, the astigmatism was completely gone. The pt's current condition was reported as "okay".